Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post-implant of the implantable cardioverter defibrillator (ICD), a pocket hematoma was noted. The hematoma remained unresolved one month after implant. Pocket revision and hematoma evacuation were performed. The ICD remains in use. No further patient complications have been reported as a result of this event.